Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that there were irregular cuts. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Product review of the meshgraft ii serial number 18241 by a zimmer biomet certified service repair technician on (B)(6) 2020 revealed that the cutter and roller were damaged. Repair of the device was performed by a zimmer biomet certified service repair technician on 21 may 2020 which included replacement of the following: cutter: pn 06001810430 roller: pn 06001810152 the device, serial number (B)(6), was then tested and functioned properly. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information.

Event description:
It was reported that the perforation was of good quality at the beginning. Then, step by step the device became inoperative and caused irregular cuts. The event occurred during surgery. There was an additional skin graft taken. There was a 45 min delay while the patient was under anesthesia, but an alternate device was available to complete the procedure. No additional patient consequences were reported.